Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be file. Device manufacture date: unknown.

Event description:
It was reported during use of the bd ultra fine¿ insulin pen needle the consumer reported the needle is leaking during injection, long time user. Does not re-use needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. DHR could not be performed as the lot number was not provided. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.